Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported csf leakage around the lumbar catheter: the certas valve was implanted via l-p shunt on unknown date with unknown setting for treatment of snph (secondary normal pressure hydrocephalus). However, leakage of csf (yellow color) around the lumbar catheter was observed. Therefore, the valve was replaced to a new one.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 unique device identification (UDI): ((B)(4). The certas valve was received for evaluation. Device history record (DHR) - device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. Potential cause for the leakage was probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.